Manufacturer narrative:
This report is for an unknown synthes screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: m. Rendine, r. Di virgilio, e. Coppari, g. Condarelli (2012). The treatment of fractures of the proximal humerus with philos plates: clinical and radiographic results at a distance. J orthopaed traumatol. Page s45-s46. (Italy). The authors propose a review of recent literature and their clinical and radiographic results at a distance in cases of fractures of the proximal humerus treated surgically with a plate with angular stability philos. The authors report their series, which since 2007 has had more than 70 cases was average of 3.5 years. Only cases with 3 and 4 fracture fragments were considered. The mean age of patients was 63 years (min. 35¿max. 82). All patients were followed in time with x-ray controls and clinical assessment by the constant score and the simple shoulder test. The following complication was reported as follows: unknown patients developed avascular necrosis of the humeral head. This report is for an unknown synthes screws. This is report 2 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.